Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited residual liquid or foreign material coming out of the suction cylinder, and the connecting tube was sticky. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of residual liquid or foreign material coming out of the suction cylinder and the sticky connecting tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device